Event description:
It was reported that less than 24 hours after a drug eluting stenting treatment procedure, a thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was pre-dilated with a quantum maverick 2.0 x 20 mm balloon. The physician implanted a taxus express2 8.8% 2.50 x 12 mm and a 2.50 x 24 mm drug eluting stent and a bare metal stent in the lad. The stents were post-dilated. The stents were well positioned and well opposed. The pt was given nitroglycerin and clopidogrel or ticlopidine pre-procedure. Less than 24 hours after the implantation, a stent thrombosis occurred. Additional info has been requested.